Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, after a legion revision of a competitor knee system had been performed, the surgeon realized that the lgn short trl stem ext 14 x 80 was left inside the patient. Surgeon confirmed there was no problem after seeing on the post-operative x-rays. No further complications reported.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the retained foreign body was a result of a user variance. The patient impact beyond the reported retained foreign body could not be determined as no clinical documentation was provided. It is unknown if micro-motion and/or migration, local irritation/discomfort would be possible. No further medical assessment can be rendered at this time. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the instructions for use for this device reveals in the intraoperative section that the correct selection of the implant is extremely important. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to surgical technique used or user/procedural variance. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.